Event description:
Pt tested on the suspect device with an inr result of 4.0. A lab inr was 2.7. Dr stopped meds and then changed meds. Controls wer in range. The reporter did not want the product replaced. He stated to contact another individual at the site. Call backs have not been successful at reaching the person.